Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of a fractured fiber cannot be confirmed because no sample was provided. Without receiving a sample to evaluated, a root cause cannot be determined. A lot history records search for the nevertouch kit and the fiber sub-assembly revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives two 100% inspections and an aql inspection in which the quality of the fiber strip is inspected. It is highly unlikely that the product was package with this defect. Adequate process controls are in place to address this failure. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
As reported to angiodynamics on august 30, 2017: at the start of an evlt procedure,after the fiber was connected to the evlt generator, it was noted the fiber was fractured. The device was set aside and a new of te same device was used to successfully complete the procedure. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.